Event description:
It was reported that the user was unable to remove a prefilled cartridge during a supply change, and the cartridge was successfully removed after maximizing the fill tubing; a dent was noted on the metal cap that occurred during the user¿s own removal attempt, and no damage was observed to the chamber or cartridge otherwise. Symptoms included no reported adverse clinical effects and no alerts or alarms. Outcomes included continued therapy after troubleshooting and education. Investigation included technical troubleshooting with user guidance. Investigation of this case revealed inability to remove the cartridge due to user handling and subsequent cosmetic damage to the cartridge cap without functional compromise. It was concluded that the event was attributable to user technique with no device malfunction identified.